Event description:
It was reported that during the atrial fibrillation pulsed field ablation faradrive steerable sheath was selected for use. It has been mentioned that distal part of the sheath was reversely kinked when the sheath entered the femoral vein and it could not be entered successfully after multiple attempts. The sheath was replaced, and the procedure was completed successfully using another faradrive sheath. No patient complications occurred. The product was received for analysis. It was further reported that during the femoral vein insertion, the sheath cannot enter the femoral vein. The patient was a redo patient and had a scar in the femoral vein. The tip of the sheath cannot be inserted and the black rubber head at the far end was bent backward.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6), reported here as phone number exceeded character limit for designated field. Investigation summary: with all the available information, boston scientific concludes that the reported difficult to cross septum and kink were confirmed as the analysis of the returned device found the sheaths distal tip showed that it folded back on itself. Visual inspection found the distal tip deformed as the black silicone folded back over itself, making the tip appear in a mushroom shape. Evaluation of the sheaths functionality observed a successful engagement of the deflection mechanism, achieving and maintaining the intended curvature. Dilator and sheath interface was successful as the dilator was able to be inserted smoothly into the sheath and audibly snapped into the valve housing. The outer diameter of the tip of the sheath and dilator interface was measured and did not meet specification. Microscopic inspection of the sheath and dilator interface shows the deformity of the black silicone folded back over itself. The deformity could be pulled forward but retains its warped deformity. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of difficult to cross septum and kink are known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of adverse event related to patient condition and supporting evidence that came to this conclusion. The reported event was confirmed that the reported analysis of the returned device found the sheath distal tip deformed as the black silicone folded back over itself. The patient's anatomy likely contributed to difficulty in properly using the device, resulting in deformation of the black silicone. Examination of the sheaths distal tip shows that it folded back on itself, indicating that the black silicone tip could not withstand proper use under the condition of the patient's anatomy. This anomaly led to a collapse of its structural integrity.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation pulsed field ablation faradrive steerable sheath was selected for use. It has been mentioned that distal part of the sheath was reversely kinked when the sheath entered the femoral vein and it could not be entered successfully after multiple attempts. The sheath was replaced, and the procedure was completed successfully using another faradrive sheath. No patient complications occurred. The product is expected to return for analysis. It was further reported that during the femoral vein insertion, the sheath cannot enter the femoral vein. The patient was a redo patient and had a scar in the femoral vein. The tip of the sheath cannot be inserted and the black rubber head at the far end was bent backward.